Manufacturer narrative:
Product analysis: a graphic user interface (gui) printed circuit board (pcb) and backlight inverters pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the gui pcb was isolated to a component (video graphics array controller u34) on the xena I pcb. No fault was found on the backlight inverters pcb.

Event description:
It was reported that an 840 ventilator had a gui (graphical user interface) had a lower display issue. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui board and backlight inverters to correct the issue. The unit passed all testing and operates within the manufacturing specifications.